Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a right ventricular (rv) lead revision due to a micro-dislodgement which resulted in loss of capture. The lead was successfully repositioned. Three days after the revision procedure, a high out of range shock impedance measurements were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for another revision procedure to occur at a later date. Records indicate this lead remains in service. Should additional information become available this report will be updated.